Event description:
Edwards lifescience swan-ganz catheter inserted in surgical admissions center on (B)(6)2008 in pre-op. On (B)(6)2008, cicu rn noted inability to wedge, no return of air and blood in catheters. Swan-ganz dcd.